Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Upon visual inspection it was observed there was complete separation of the inflation balloon from the crimp balloon proximal to the bond due to material failure on the crimp balloon, minor damage on the flex tip with separation from the flex shaft and two kinks in the guidewire lumen just distal to the flex shaft. There were no kinks observed along the rest of the delivery system. No other visual abnormalities were observed. Functional testing could not be performed due to returned condition of the delivery system (separated flex tip and material separation on the crimp balloon). Dimensional analysis was performed on the crimp balloon double wall thickness and flex tip outer diameter, and was found to be within specification. No deficiencies were noted upon review of the manufacturing records. The failure reported was confirmed, but no indication of a potential manufacturing non-conformance was identified. Per the report, there was significant tortuosity in the abdominal aorta and a straight segment was challenging to locate. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A study to confirm this condition was performed, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Available information supports that procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the balloon material tear. Patient factors that can contribute to difficulty retrieving a device include vascular calcification and tortuosity. Procedural factors that can affect retrieval include sheath insertion angle, coaxiality of the device being retrieved, and position of the flex tip on the delivery system during retrieval (procedure instructions state to position the flex tip over the triple marker during retrieval). Per the report, the physician had difficulty retrieving the device through the sheath. This, along with confirmed material stretching at the flex tip bond (indicating tensile load) supports that the device functioned as designed throughout the procedure and the failure occurred during retrieval. Although no manufacturing defects have been identified, a risk assessment has been initiated to help determine need for actions, due to the high criticality level for this failure mode.

Manufacturer narrative:
The investigation is ongoing. This is two of two manufacturer reports being submitted for this case and represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2016-00274.

Event description:
While inserting a 29mm sapien s3 valve and commander delivery system through a 16 french esheath, significant resistance was felt at the level of the rcfa-reia. Significant force was applied and the delivery system was able to be advance through the esheath. There was significant tortuosity in the abdominal aorta and a straight segment was challenging to locate. A very acute bend of the delivery system was noted prior to mounting the balloon and valve. Valve alignment was completed and the valve was placed in the native annulus, however, the balloon markers were noted to be approximately 1-2mm distal to the stent. The valve was again aligned with manipulation of the device and with the fine adjustment wheel. During valve deployment, the balloon failed to inflate. No contrast extravasation from the balloon was noted. Blood came into the atrion chamber when pulling negative. The valve was removed from the annulus and pulled into the esheath. Resistance was felt upon removal of the valve, delivery system and esheath as one unit. The entire system was able to be remove from the body, but the ilio-femoral vessel was noted to be wrapped around the esheath once removed. The patient became hemodynamically unstable. An aortic occlusion balloon was advanced to the abdominal aorta and an 8.0 peripheral balloon was placed in the common iliac artery. Four units of packed red blood cells were infused and the patient became hemodynamically stable. A vascular surgeon came and anastomosed an 8.0mm ringed gortex endograft from the common iliac to the distal femoral artery. The patient's distal extremity had blood flow. The patient left the hybrid or hemodynamically stable. The delivery system was noted to have a distal flex catheter separation. The delivery balloon catheter was noted to be kinked in two location. The delivery balloon was noted to have perforated. The esheath had native ilio-femoral tissue circumferentially wrapped on the esheath.